Event description:
It was reported that the patient presented with complaints of fatigue and tightness of the chest. Endocarditis was suspected. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
The connector portion of the lead measuring 12.4cm was returned. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.